Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on the continuous glucose monitor. Specific bg value and cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.